Event description:
An initial report of patient hospitalization was received by (B)(6) on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on 09-aug-2023. The patient reported both of her pumps were not working, and she was admitted to the hospital to receive IV remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.